Event description:
The customer reported that the system displayed a filament regulator errors during a case. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.